Event description:
At about 3 months after the primary, the patient came in reporting instability due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 may 2023. Lot: 2213131: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 23 may 2023 on liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot. 2004207. Lot: 2004207: (B)(4) items manufactured and released on 18-june-2020. Expiration date: 2025-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.